Manufacturer narrative:
(B)(6). Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported falsely elevated sodium results were generated while using the architect c16000 analyzer. The customer stated that the results were initially high and then when reran, they were normal. The values were approximately 10 mmol/l higher on the initial run than the repeat. The ict module was replaced by the customer but the customer still reports a discrepancy in results. The following results were provided: (normal range of 133 to 146 mmol/l) (B)(6). During inspection, it was noted that the ict cable from the module to the pre-amp board is split and the sheathing was damaged, requiring replacement. There was no reported impact to patient management.